Event description:
The elbow joint was dislocated two days following application of the fixator. A crack in the central connecting unit was found. The reduction of dislocation was performed. Three weeks later a second operation was performed to apply another fixator.